Event description:
It was reported that the syringe in the foley tray was damaged during use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. Sample was evaluated and observed that barrel flange of the returned syringe was broken. The broken piece was not returned. There was no cap on the tip of the returned syringe and the plunger located at 0ml. The exact cause of how and when problem occurred could not be determined. However, supplier shall be notified to address this issue. A potential root cause for this failure mode could be due to defective component - defect generated at supplier site or during transit to bard. A review of the device labeling has been conducted for investigation purposed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action required at this time. Corrections: b, d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the syringe in the foley tray was damaged during use. Per follow up information received via ibc on 20aug2025, stated that the issue occurred before use.